Manufacturer narrative:
Device discarded.

Event description:
At a post-procedure follow up appointment, the health care provider noticed the distal tip of the endovenous laser fiber was present at the percutaneous access site. The tip was removed without a surgical intervention or anaesthesia, and it was reported the patient did not experience pain or require a follow up appointment. No further impact to the patient was reported.